Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 480 mg/dl. The customer believed that his cannula size may be the issue; he mentioned that his cannula was too small. The customer treated his blood glucose with manual insulin injections to compensate for the size of his cannula. No products were returned and a replacement infusion set was shipped to the customer.